Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: investigation revealed that there were multiple cracks in the battery compartment. The keypad was removed and evaluation revealed contamination under the down arrow and ok button contacts. Unrelated to the complaint, the keypad was found to be peeling and punctured at the ok button. All of the button contacts responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. Evaluation also revealed contamination under the down arrow and ok button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/10/2015.